Manufacturer narrative:
Model number/catalog number: sc-1160; serial number: (B)(4); batch/lot number: 339625; model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 7011315; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead site and a blister like bump was noted. It was confirmed that the infection was not device or procedure related, and that the cause was unknown. The patient was prescribed with antibiotics and underwent an explant procedure.